Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. D4: batch # p55622. Device analysis: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as no malformed staple were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
One staple malformed. It was reported that during the laparoscopic gastric cancer surgery, when severing the stomach tissue on the fifth firing, after fired, noted one staple malformed with straight leg, other staples with good formation. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.